Event description:
Attorney's report of pt's alleged pain, infection, abscess and mesh explant due to defective mesh. Per medical records provided: on (B) (6) 2004, pt underwent hernia repair with implant of a bard kugel mesh. On (B) (6) 2008, pt seen for an open abdominal wound. The pt reported to the doctor that starting in the later part of 2006 he would have cycles where his abdominal incision would "swell up and become red and inflamed" and drain. On (B) (6) 2008 - (B) (6) 2008, pt treated conservatively. On (B) (6) 2008, pt underwent procedure for removal of infected mesh with incision and debridement of the abdominal wall abscess. At the time of surgery, it was noted that the mesh "was nonadherent to the fascia".

Manufacturer narrative:
The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh and no sample was returned for eval. Based on the available info we are unable to determine what caused the pt to develop an abdominal incision infection 2.5 years after the mesh was implanted, however, based on the time between implant and first reported signs of infection, the mesh did not appear to be the cause of the infection. The device IFU includes the following warning: if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Based on the info provided in the medical records the pt developed an infection and was treated with removal of the prosthesis. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B) (4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received.